Event description:
In the spring of 2012 I had an uterine ablation and tubal sterilization done. Within 2 years I began having problems again including heavy cramping and severe pain in my side. I did not have any bleeding but I could tell when my cycles would be due to the pain. My doctor told me about post ablation syndrome. He then retired and I had to find a new doctor. The issue continued on and off and I again discussed it with my new doctor. In 2016 I experienced a lot of headaches and bloating. I also put on weight which I could not take off. Eventually the pain became worse and my doctor ordered an ultrasound. She advised that I had post tubal sterilization syndrome and scheduled a laparoscopic procedure to see what was going on. During the procedure she discovered that the filshie clips had moved and the one on the left side had ruptured out through the fallopian tube. I was not aware these clips were in . She ended up removing both of my fallopian tubes. I am willing to provide more information as needed. Dates of use: (B)(6) 2012 - (B)(6) 2017. Diagnosis or reason for use: tubal sterilization.